Event description:
During a urethral dilation procedure, the tip of the follower broke just proximal to the screw end. The broken tip migrated to the bladder requiring an additional procedure (cystoscopy) under general anesthesia to remove the foreign body from the bladder. There was no damage to the bladder.